Manufacturer narrative:
Block b3: exact date unknown, event occurred over 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The explanted device will not be returned.